Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the patient experienced constipation which led to peritonitis. One day later, the pt was hospitalized for the event. On an unreported date, the pt was treated with injection (inj) reflin (1g, route and frequency not reported) and inj fortum (1gm per day for 1 bag, route not reported). At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.